Event description:
Pt had pacemaker placed in another facility in 1985. She has been doing farily well from a cardiovascular point of view but has been complaining more and more about the pacemaker site in the last couple of yrs. The pacemaker had dragged down several inches below where it was originally and it was causing a lot of discomfort around it. Pt admitted for pacemaker replacement.